Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead, after the lead was placed, the lead dislodged when the physician cut the catheter. The physician repeatedly attempted to reimplant the lead but was unable to fix it to the one target vessel because it was relatively thick. The physician performed an angiography with contrast and located a small target vein at the distal end. The physician attempted to reposition the lead there but was unable to due to the patient¿s anatomy. The lead was removed and the physician attempted a left bundle placement. However, there was high and unstable thresholds and the catheter bent. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.